Manufacturer narrative:
Pr (B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305211 and lot number 2363735. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received. Defect infection: ¿pjp ophthalmology together with medinfo informed qa in (B)(6) 2024, that an eye clinic in sweden have had a cluster of patients (9 patients) with sign of infection ( intraocular inflammation) after treatment (performed different times, different patients) with vabysmo. ". Neither the sample nor any photographs are available. This is a notification only. No investigation is currently requested. Harm to the patient not reported.

Event description:
Defect infection ¿pjp ophthalmology together with med info informed qa in 21 may 2024, that an eye clinic in sweden have had a cluster of patients (9 patients) with sign of infection ( intraocular inflammation) after treatment (performed different times, different patients) with vabysmo. " neither the sample nor any photographs are available. This is a notification only. No investigation is currently requested. Harm to the patient not reported.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.